Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain intensified during ovulation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("strong abdominal pain intensified during ovulation"), sleep disorder ("sleep hygiene disorders") and night sweats ("overnight sweating"). On an unknown date, the patient experienced allergy to chemicals ("methyldibromoglutaronitrile and silver nitrate sensitivity"), nausea ("nausea") and allergy to metals ("rhodium sensitivity"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, sleep disorder, night sweats, allergy to chemicals, nausea and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to chemicals, allergy to metals, menorrhagia, nausea, night sweats, pelvic pain and sleep disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: positive results for methyldibromoglutaronitrile, rhodium and silver nitrate sensitivity. Ultrasound scan - on (B)(6) 2012: confirmed essure position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: quality safety evaluation of ptc. This case will be deleted from bayer pv database because this is a duplicate from 2018-112813 case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain intensified during ovulation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("strong abdominal pain intensified during ovulation"), sleep disorder ("sleep hygiene disorders") and night sweats ("overnight sweating"). On an unknown date, the patient experienced allergy to chemicals ("methyldibromogulatronitrile and silver nitrate sensitivity"), nausea ("nausea") and allergy to metals ("rhodium sensitivity"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, sleep disorder, night sweats, allergy to chemicals, nausea and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to chemicals, allergy to metals, menorrhagia, nausea, night sweats, pelvic pain and sleep disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: positive results for methyl dibromogulatronitrile, rhodium and silver nitrate sensitivity. Ultrasound scan: on (B)(6) 2012: confirmed essure position. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.